Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached cut; full lead returned. Proximal conductor blood/body fluid (not obstructed).

Event description:
It was reported the atrial lead was difficult to position during implant attempt and was "hanging up" just inside the vein. The lead dislodged post-op. Unacceptable thresholds were also reported. The lead was explanted and replaced. Blood was observed inside the lead insulation. No patient complications were reported as a result of this event.